Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted into the patient, the balloon failed to inflate. After remove the catheter, central lumen was found rupture. The new catheter".the patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter inserted into the patient, the balloon failed to inflate. After remove the catheter, central lumen was found rupture. The new catheter".the patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the peel away sheath was noted on the iabc outer lumen. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken at approximately 1.5cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The customer sub-mitted photos were reviewed. In the photo, the iabc central lumen was noted broken near the iabc distal tip. The photo shows the teleflex china label with lot number information, which matches with the lot number reported on the complaint report. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute accord-ing to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder infla-tion, which is consistent with the previously confirmed broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the previously noted central lumen break. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon failed to inflate" is confirmed. During the investigation, the intra aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip. A break in the central lumen can result in difficulty inflating the bladder due to the leak. The returned intra-aortic balloon catheter (iabc) bladder membrane was fully intact, with no leaks noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the broken central lumen is undetermined. No further action required at this time. This will be monitored for any developing trends.